Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient's receiver would not turn on. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint states the patient reported the receiver will not turn on. Product was provided for investigation. The returned complaint device was visually inspected and found no observations related to the complaint. Upon opening device case and performing an internal inspection, it was noted device battery was defective. A review of the receiver data log found errors related to the complaint. Device failed function testing. This complaint was deemed reportable upon completion of device evaluation on 01/14/2015. Customer compliant was confirmed. The root cause was determined to be a bad receiver battery. A CAPA has been initiated for this issue.